Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) displayed a "ram failure" system error while in patient use. The indicator light was illuminating red. The central nurse's station (cns) was giving a "comm loss" error message. When they removed the input unit, it did not give an "input unit disconnected" error message. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) advised the customer to reboot the cns, but the power button would not work. Nk ts advised the customer to contact their biomedical engineer (bme) for assistance in troubleshooting the issue. During a follow-up with the customer, they stated the issue was resolved and the monitor was working well. No further details were provided on how it was resolved. Based on the information available, it is reasonable to determine the root cause to be the facility's network environment or the failure of the sd card. The most likely cause for memory failure is the failure of the sd card as sd cards are subject to wear and tear and have a life cycle of 20,000 hours. A review of the serial number history shows no recurrence of the reported issue. Sd card issues may occur due to corruption of the sd card, sd card failure, improper insertion of the sd card, and improper storage management.

Event description:
The customer reported that their bedside monitor (bsm) displayed a "ram failure" system error while in patient use.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) displayed a "ram failure" system error while in patient use. The customer also reported that the indicator light was illuminating red. The central nurse's station (cns) sees this bed in communication loss. The customer removed the input unit, but the main unit did not state "input unit disconnected." Nk ts advised the customer to reboot the bsm, but the unit wouldn't shut down. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a cns was used in conjunction with the bsm, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. One input unit was used in conjunction with this bsm, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: input unit: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their bedside monitor (bsm) displayed a "ram failure" system error while in patient use.